Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the patient was hospitalized for a low blood glucose of 35 mg/dl. Prior to the hospitalization incident the customer noticed that while changing the reservoir, insulin dropped out of the catheter during the filling process even though the rod was not far enough out to touch the reservoir. At night the insulin pump smartguard turned off the device at 89 mg/dl. After a few minutes the insulin pump displayed 55 mg/dl. The patient's blood glucose then dropped to 35 mg/dl and the patient was given dextro energy (glucose); their blood glucose then increased to 120 mg/dl. The reservoir will be returned for analysis.